Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the test strip involved with this complaint (lot# 3387273) was not returned to lfs as requested. The patient, however, returned test strip with lot# 3333798. The returned test strips were evaluated on (B)(4) 2013 by product analysis with the following finding: during control solution testing, er4 was observed. The meter involved with the complaint has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 (B)(4) - device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing, no error was observed, result met specification, and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.